Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test battery cap was able to fit securely to the pump and the pump was able to power up with it. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. The pump was exercised for 24 hours with no power issues occurring therefore the initial complaint was not duplicated during the investigation. The pump case was removed and there was evidence of moisture contamination throughout the inside of the pump. Unrelated to the initial complaint, the bolus button cover was missing therefore the investigation was unable to test the button¿s response from user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.